Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: facility name "(B)(6)." H3/h6: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and internal tests/inspection were performed. The pump was tested for 2.5 hours and there was no failure or alarm. The customer's reported issue could not be duplicated. There was no device problem found or cause for said problem. No further action will be taken.

Event description:
It was reported that the pump stops automatically and alarms without a message. Per reporter, the alarm occurred independently of the application (for example, pressing bolus or continuous rate). At times, the pump was placed 30 cm away from the patient and was not used for 5 minutes. No one was harmed, but the alarm could not be stopped just by turning off the pump. No error message was displayed on the screen. All usual error sources were checked (overpressure, low battery, sufficient cassette fill level, the cassette was also replaced once, as was the extension, and there were no air bubbles in the cassette). During the time the alarm was active, the pump stopped the rate, therefore the patient was left without analgesics for several minutes multiple times.